Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 253 mg/dl at the time of incident. The customer stated that the insulin was squirting out during the manual prime process. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not dropped, bumped nor exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed during basic test due to loose protruded drive support disk. Unable to perform basic occlusion, prime, the excessive no delivery tests due to a33 alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.